Event description:
The pt has a malformation of the cochleae. During surgery there was a cerebrospinal fluid leak. The surgeon reported that the leak had been controlled. After an unknown period of time, the pt presented with fluid draining from the implanted ear. The surgeon reportedly stated that the pt continues to have a cerebrospinal fluid leak. Surgeon and the family decided the implant should be explanted. The child was not able to respond to auditory stimulation so no reimplant will be done at this time.